Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 773 mg/dl and was admitted to hospital for very high blood glucose and headache symptoms. The customer also reported moderate diabetic ketoacidosis and was treated with an IV drip in the hospital. The event involved product(s) mmt-441ag,mmt-342,mmt-1884l. The customer was unable to monitor her blood glucose because of not wearing a sensor at the time of the event. Troubleshooting was performed and was only using the insulin pump for treatment prior to hospitalization. Upon admission, ketone testing indicated moderate levels. Treatment in the hospital included intravenous (IV) insulin administration. The customer was hospitalized for greater than 24 hours. The insulin pump was in use within 48 hours prior to the event, and pump date/time was confirmed to be correct. No other prescription medications were reported, and no medications were noted that could affect blood glucose. Troubleshooting steps were discussed to ensure pump functionality, including factors such as infusion set, site, insulin, and pump programming; however, the customer declined to troubleshoot further. The auto mode/smartguard feature was not active at the time of the event. No further patient complications were reported, and no product return is required for mmt-441ag,mmt-342,mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.